Event description:
Nephrectomy: "in previous surgeries, multiple clip appliers used, detecting the same error in the same batch. I've attended the surgery. Lot 1162253 the entire clip does not close, fall out of place, the arms of the clips are not united = lot 1162253. Same surgery, after testing the previous batch, they now used lot 1162254, fired the first time, the clips did not load, they tried 8 or 9 times, but the clips did not load."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.